Manufacturer narrative:
The investigation has determined non-reproducible, higher than expected, vitros tropi es results were generated from four different patient samples when tested on two different vitros 5600 integrated systems and lower than expected vitros tropi es result obtained from two different non-vitros (biorad) quality control fluids when tested on a vitros 5600 integrated system. The most likely assignable cause is instrument related as both vitros 5600 integrated systems required an ortho field engineer to perform cleaning and maintenance actions to multiple analyzer subsystems on both affected instruments. Following service actions, acceptable within run precision test results and qc fluid results were obtained indicating the vitros 5600 systems were performing as expected post field engineer actions. Based on historical quality control results, a vitros tropi es lot 2830 and 2870 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lots 2830 and 2870 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. In addition, it was not possible to establish if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer obtained non-reproducible, higher than expected, vitros tropi es results from four different patient samples when tested on two different vitros 5600 integrated systems and lower than expected vitros tropi es result obtained from two different non-vitros (biorad) quality control fluids when tested on a vitros 5600 integrated system. Patient sample 1 result of 0.170 ng/ml versus the expected result of <0.012 ng/ml. Patient sample 2 result of 0.232 ng/ml versus the expected result of <0.012 ng/ml. Patient sample 3 result of 0.255 ng/ml versus the expected result of <0.012 ng/ml. Patient sample 4 result of 0.227 ng/ml versus the expected result of 0.012 ng/ml. Biorad l2 control lot 23632 result of 0.012 ng/ml versus the expected result of 3.05 ng/ml. Biorad l3 control lot 23633 result of 0.012 ng/ml versus the expected result of 22.5 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The non-reproducible, higher than expected, vitros tropi es results for patient samples 1 and 2 were reported from the laboratory. No treatment was altered, initiated or stopped based on the reported results and a corrected report was later issued. The vitros tropi es results for patient samples 3 and 4 were not reported from the laboratory. The lower than expected vitros tropi es biorad qc fluid results were from non-patient fluid and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number two of two 3500a forms filed for this event, as two devices were affected. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).